Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data showed the dates of (B)(6) 2015. No evidence of short battery life was observed in the black box data. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. No battery cap was returned with the pump; a test cap was used and secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.